Event description:
In 2006 the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that his one touch induo meter was prompting the "apply sample" message. The senior med affairs spec spoke with the reporter in 2006 to obtain/verify info. The pt stopped testing his blood glucose level and taking insulin in 2006 due to the reported issue. The day prior to the pt had obtained a 187 mg/dl on the reported meter. He had taken 12 units of insulin following the blood glucose of 187 mg/dl. Two days later, the pt had started feeling shaky. His spouse contacted their family member immediately. When the pt's family member arrived she discovered that the pt had been unable to obtain blood glucose results with the reported meter and consequently stopped taking his insulin. The family memeber tested the pt with her meter and obtained a 522 mg/dl. The pt's family member administered 10 units of n insulin prior to taking him to the hosp. Upon his arrival at the hosp, a result of 437 mg/dl was obtained on the hosp meter. He was admitted to the hosp and treated with insulin. He was released the following month. The customer care advocate (cca) verified that the pt had been applying a sufficient sample size to the strip. The cca was unable to complete troubleshooting as the pt did not have products to attempt at resolving the issue. The meter, test striips, and control solution were replaced. This complaint is being reported since the pt was unable to obtain blood glucose results on the reported meter, developed hyperglycemia, and had to seek treatment at the hosp.